Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified . As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Event description:
It was reported that during a port placement procedure, saline solution allegedly could not be infused through the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle, one straight non-coring needle, one right angle non-coring needle, one j-tip guidewire, one straight tip guidewire, two guidewire hoops, one 6.5fr introducer peel-apart sheath and vessel dilator, one 5.0fr dilator, one tunneler, one cath-lock, one vein pick and one sealed safety infusion set were returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. No cracks were observed throughout the introducer needle hub and no leaks were observed throughout the infusion test. The investigation is inconclusive as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, saline solution allegedly could not be infused through the introducer needle. There was no reported patient injury.